Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced heating and pain at the implantable neurostimulator site following implantation of the implantable neurostimulator 97715 intellis adaptivestim pain. The patient described the device as getting warm during normal use and reported heating in the pocket where the neurostimulator was implanted. The patient had not attempted to turn the device off to see if the issue resolved. The issue is ongoing and unresolved, and the patient may be considering device replacement or explant.  Rep will update when more information is known. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.